Event description:
It was reported that a treatment was attempted on a pt in cardiogenic shock. The zeta stent separated from the balloon in a tortuous rca proximal to the lesion site. The stent was manipulated to the target site and was successfully implanted.